Manufacturer narrative:
Correction: h6 - annex e, annex a coding was inadvertently omitted from (B)(6) 2026 medwatch submission. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Imaging review: intraprocedural fluoroscopic images of the index procedure were provided for review. The patient¿s executive summary was not provided for anatomical review. The fluoroscopic valve load inspection was performed and confirmed a good load. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth was approximately 0 millimeters (mm) on the non-coronary cusp in the cusp overlap view and 3 mm on the left coronary cusp in the lao view). As stated in the evolut r instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. The valve was recaptured and deployed a second time in the lao view. Estimated valve depth prior to release was approximately 3-4 mm on the non-coronary cusp and 5-6 mm in the left coronary cusp. A final angiogram showed no evidence of aortic regurgitation or paravalvular leak. A post implant dilatation was not performed. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 - annex c, annex d corrected data: a1 - pt. Identifier medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: added h6 - annex b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A2 and a4 are estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 11 months following the implant of the bioprosthetic transcatheter aortic valve dizziness and fatigue developed. The patient had a recent fall. The patient¿s family brought the patient to the hospital for a work-up and evaluation. Shortness of breath led to hypoxemia with an oxygen saturation as low as 82%. An intravenous diuretic and 2 liters of nasal canula oxygen were administered. Acute on chronic heart failure was reported. Hospitalization was required. The symptoms improved the oxygen was weaned off. The patient was discharged 5 days following presentation. The event resolved with no sequelae. The physician indicated it was unknown if the event was related to the transcatheter aortic valve.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that at the 7-year follow-up visit the echocardiogram noted no aortic regurgitation. The mean aortic gradient measured 40 millimeters of mercury (mm hg). Treatment was not reported.

Manufacturer narrative:
Updated data: a2, a4, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 11 months following the implant of the bioprosthetic transcatheter aortic valve dizziness and fatigue developed. The patient had a recent fall. The patient¿s family brought the patient to the hospital for a work-up and evaluation. Shortness of breath led to hypoxemia with an oxygen saturation as low as 82%. An intravenous diuretic and 2 liters of nasal canula oxygen were administered. Acute on chronic heart failure was reported. Hospitalization was required. The symptoms improved the oxygen was weaned off. The patient was discharged 5 days following presentation. The event resolved with no sequelae. The physician indicated it was unknown if the event was related to the transcatheter aortic valve. Additional information indicated that at the 7-year follow-up visit the echocardiogram noted no aortic regurgitation. The mean aortic gradient measured 40 millimeters of mercury (mmhg). Treatment was not reported. Additional information indicated that the mean aortic gradient prior to the implant of the valve was 35.5 mmhg. The valve was implanted at 3 millimeters (mm) on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). Following the implant of the valve the mean aortic gradient was 4 mmhg. There was no evidence of thrombus or hypoattenuated leaflet thickening (halt) on the 30-day follow-up and 1 year follow-up computed tomography (CT). There were no documented patient anatomical factors that would have contributed to the elevated gradient at the 7-year follow-up.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which included additional results from the tte performed approximately seven years and three months after the valve implant. The tte revealed the prosthetic valve leaflets appeared thickened with restricted mobility, a mean mitral pressure gradient of 5.7 mmhg, mean aortic gradient of 45.8 mmhg, max aortic velocity of 4.3 m/sec, and an effective orifice area index of 0.38.

Manufacturer narrative:
Updated data: b2 b5 - added paragraph four and five. H1 - event now meets criteria of a reportable death. H6 - annex e, annex a, annex f h10 - this event was identified as pertaining to previously submitted regulatory rep #9617601-2025-03472. All additional information pertaining to this event will be reported in this regulatory rep #2025587-2025-05142. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 11 months following the implant of the bioprosthetic transcatheter aortic valve dizziness and fatigue developed. The patient had a recent fall. The patient¿s family brought the patient to the hospital for a work-up and evaluation. Shortness of breath led to hypoxemia with an oxygen saturation as low as 82%. An intravenous diuretic and 2 liters of nasal canula oxygen were administered. Acute on chronic heart failure was reported. Hospitalization was required. The symptoms improved the oxygen was weaned off. The patient was discharged 5 days following presentation. The event resolved with no sequelae. The physician indicated it was unknown if the event was related to the transcatheter aortic valve. Additional information indicated that at the 7-year follow-up visit the echocardiogram noted no aortic regurgitation. The mean aortic gradient measured 40 millimeters of mercury (mmhg). Treatment was not reported. Additional information indicated that the mean aortic gradient prior to the implant of the valve was 35.5 mmhg. The valve was implanted at 3 millimeters (mm) on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). Following the implant of the valve the mean aortic gradient was 4 mmhg. There was no evidence of thrombus or hypoattenuated leaflet thickening (halt) on the 30-day follow-up and 1 year follow-up computed tomography (CT). There were no documented patient anatomical factors that would have contributed to the elevated gradient at the 7-year follow-up. Additional information was reported that approximately seven years, five months, three weeks following the implant of this transcatheter aortic bioprosthetic valve, the patient died unexpectedly in the early morning while in an assisted living facility. The cause of death was not received; however, it was described as cardiac in nature. An autopsy was not performed; however, there was no evidence to suggest the valve or its function contributed to the patient's death. The patient was taken to the emergency room initially nine days prior to the death event due to a syncopal episode, loss of bowel and bladder function, and possible seizure-like activity. Hospitalization was required. Computed tomography (CT) ruled out a stroke. Paroxysmal atrial fibrillation with ¿good¿ rate control was present during the hospital stay. Antibiotics and diuretics were administered. The patient was discharged four days following admission in stable condition. Two days following discharge the patient was seen by the primary care nurse practitioner. The patient was ¿very¿ weak and had difficulty getting out of bed to come to this appointment. The blood pressure and heart rate were ¿lower than usual¿ at this visit. The patient was not able to get onto the examination table. Three days later the death occurred. Cardio-pulmonary arrest was provided as the probable cause of death. The physician indicated the event was unrelated to the valve. Additional information was reported that according to the treating physician, the cause of death was unknown. The physician stated that the implanted aortic bioprosthetic valve could not be excluded as a contributing cause of death. The most recent transthoracic echocardiogram, approximately seven years and three months following the implant of the valve, demonstrated significant aortic bioprosthetic valve stenosis, possibly severe, per the local echocardiography report. Additional findings included severe mitral annular calcification, moderate to severe left atrial enlargement, no significant right heart enlargement, and a left ventricular ejection fr action of 55¿60%. The physician further indicated that the patient¿s underlying medical history may very possibly have caused or contributed to the death. The patient¿s comorbidities included paroxysmal atrial fibrillation, chronic heart failure, primary hypertension managed with multiple medications, mixed hyperlipidemia, and right bundle branch block with first-degree atrioventricular block. Prior to death, the patient experienced an episode involving syncope with bowel and bladder incontinence and seizure-like activity. Evaluation in the emergency department did not result in a definitive determination of the cause. The patient was advised to follow up with her primary care provider, which she did. At the primary care visit, the patient¿s heart rate and blood pressure were noted to be lower than her usual baseline, though they were not classified as bradycardia or hypotension. Orthostatic vital signs showed a sitting blood pressure of 110/60 mmhg with a heart rate of 62 beats per minute (bpm) and standing blood pressure of 100/60 mmhg with a heart rate of 50 bpm. Based on these findings, the nurse practitioner instructed the patient¿s daughter to hold losartan, while continuing diltiazem and metoprolol, with a plan for additional medication down-titration as needed based on future blood pressure readings. The cause of cardiopulmonary arrest was not determined and remains unknown per the physician.